Event description:
It was reported the internal printer overheats on power up and will not print. The printer does not seem hot, just see message under printer status. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported printer issue; cracked capacitor found on the mpu (main processor unit) printed circuit board assembly. Concomitant medical products: product ID 2067l, radio frequency head. (B)(4).